Event description:
I had mentor high profile saline implants implanted above the muscle. My health drastically declined since getting them. Diagnosed with hypothyroidism, my other hormones were out of sorts, depressions, anxiety, hair loss, my skin tone changed to a pasty grey, my eyes always blood shot and vision worsened more drastically, weight gain, chronic fatigue to a point no medicine prescribed would help. I explanted in (B)(6) 2018 and instantly felt better upon waking. My symptoms are disappearing and gradually my health is coming back. I was a walking (B)(6) y/o zombie with implants. I can breathe again. I can live my life. I can advocate to others on the dangers and the misled info you get (or don't get) when getting implants. This is real life, breast implant illness is a real disease. FDA safety report ID# (B)(4).